Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. On an unreported date in (B)(6) 2009, the patient began treatment with dianeal pd2 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated pd (apd). On an unreported date in 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown and it was unknown whether a peritoneal effluent analysis was performed or whether the patient received any treatment. Outcome for the event of peritonitis was unknown. Action taken with dianeal and extraneal therapies were not reported. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the peritonitis in relation to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.